Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery condition. Device replacement was recommended one zip telemetry is disabled. The device will remain implanted, and the patient will be monitored at this time. No adverse patient effects were reported. Additional information was received that technical services (ts) was contacted regarding updated guidance for this device. Ts recommended device replacement. No additional adverse patient effects were reported. As of today, this device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery condition. Device replacement was recommended one zip telemetry is disabled. The device will remain implanted, and the patient will be monitored at this time. No adverse patient effects were reported.